Event description:
Description of event: the hcp reported the patient had a procedure involving bovie/cautery that interfered with neurological signal between the medtronic interstim device and lead. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).